Event description:
It was reported to medtronic minimed that the customer experienced occluded, damage (physical or cosmetic), missing segments/partial display as there was discoloration on the screen, a failed battery test, and no delivery or obstruction alarm. The customer reported no adverse events. The event involved product(s) mmt-332a, mmt-399a, and mmt-1780kl. The customer reported that the pump was dropped or bumped, and the pump had possible physical or cosmetic damage. The customer reported an issue with the pump display. The customer reported receiving a battery-failed alarm. The customer reported an insulin flow-blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thus. No unexpected insulin flow blocked alarms or power alarms noted during testing or in the history files near the event date. No missing segments noted during test. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, faded serial number label, cracked keypad overlay, end cap address label missing, corroded battery tube, corroded motor home switch. Pump passed required testing and no unexpected insulin flow blocked or power alarms noted during test. No missing segment noted during test. Cosmetic damage at unspecified area was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.